Event description:
It was reported that this pacemaker was found to have reverted to a safety mode status. The device was noted to have exhibited oversensing resulting in pacing inhibition. The patient was hospitalized and the device was subsequently explanted and replaced. This device is expected to be returned for analysis. No additional adverse patient effects were reported.